Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical services (ts) noted that the device was using 145 percent and 62 microwatts power. An engineering analysis was done. The higher percent power and daily use was not premature battery depletion (pbd) related. This issue was related to high rate atrial sensing. The device was high rate atrial sensing at an average rate of 330 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. In addition, the device has signal artifact monitoring (sam) installed but it appeared that the minute ventilation (mv) sensor was off. Signal artifact monitoring (sam) an consume 2 to 4 microwatts of additional power if it was enabled. Programming options were suggested. As of this time, the device remains in service. No adverse patient effects reported.